Event description:
It is reported that randomly "hi-p" alarm of the ats 3000 tourniquet went off and the pressure increased. Despite multiple follow up attempts with the customer, no additional info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR ; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.